Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (excessive "check therapy electrode" messages) was investigated. As received, the monitor failed incoming functionality testing. Upon evaluation the belt receptacle was pulled from the monitor case, damaging the black pulse wire. The root cause of the damaged receptacle and wire is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving excessive "check therapy electrode" messages.